Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 6 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced loss of consciousness, an ambulance was called, and the general practitioner treated the patient with glucose injection (meant to be glucagon). At the time of the event the dexcom cgm was in normal readings. The paramedics later confirmed, when he regained consciousness, the loss of consciousness was due to hypoglycemia. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. At the time of the report, the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.